Manufacturer narrative:
Patient's date of birth unk relevant tests/laboratory data unk other relevant history unk a portion of the device was discarded, and a portion remained within the rv lead within the patient. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to the need for an MRI compatible device. A left ventricular (lv) lead was present within the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Multiple spectranetics devices (12f, 14f, and 16f glidelight laser sheaths) were used to attempt extraction of the rv lead. During use of the 16f glidelight, it was determined that the rv lead could not be extracted without also removing the non-targeted lv lead; therefore, the extraction procedure was abandoned. Attempts were made to unlock the lld ez from the rv lead but were unsuccessful, so the rv lead/lld ez were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the rv lead which was cut and capped and remained in the patient.